Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal, breast mass, abdominal pain lower, fibrocystic disease of breast, cystocele, breast pain, painful periods, ovarian cyst, nabothian cyst, hypertonic bladder, urinary tract infection (escherichia coli (e.coli)), metrorrhagia, uterine enlargement and hair loss. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), genital haemorrhage ("bleeding") and autoimmune disorder ("autoimmune like symptoms"). The patient was treated with surgery (supracervical hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: the right side showed 3 coils left on the outside of the tubal ostia and the left side showed 2 coils left on the outside of the tubal ostia consistent with correct positioning of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test on (B)(6) 2019: preoperative and postoperative diagnosis: uterus endometriosis final diagnosis: uterus and bilateral fallopian tubes, supracervical hysterectomy and bilateral salpingectomy: uterus with superficial adenomyosis. Unremarkable endocervical mucosa. Two unremarkable fimbriated fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, pelvic pain, based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal, breast mass, abdominal pain lower, fibrocystic disease of breast, cystocele, breast pain, painful periods, ovarian cyst, nabothian cyst, hypertonic bladder, urinary tract infection (escherichia coli (e.coli)), metrorrhagia, uterine enlargement and hair loss. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), genital haemorrhage ("bleeding") and autoimmune disorder ("autoimmune like symptoms"). The patient was treated with surgery (supracervical hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: the right side showed 3 coils left on the outside of the tubal ostia and the left side showed 2 coils left on the outside of the tubal ostia consistent with correct positioning of the essure device diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: preoperative and postoperative diagnosis: uterus endometriosis final diagnosis: uterus and bilateral fallopian tubes, supracervical hysterectomy and bilateral salpingectomy: uterus with superficial adenomyosis. Unremarkable endocervical mucosa. Two unremarkable fimbriated fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. R 823471, l 869755) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal, breast mass, abdominal pain lower, fibrocystic disease of breast, cystocele, breast pain, painful periods, ovarian cyst, nabothian cyst, hypertonic bladder, urinary tract infection (escherichia coli (e.coli)), metrorrhagia, uterine enlargement and hair loss. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), genital haemorrhage ("bleeding") and autoimmune disorder ("autoimmune like symptoms"). The patient was treated with surgery (supracervical hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dyspareunia, genital haemorrhage and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: the right side showed 3 coils left on the outside of the tubal ostia and the left side showed 2 coils left on the outside of the tubal ostia consistent with correct positioning of the essure device diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: preoperative and postoperative diagnosis: uterus endometriosis final diagnosis: uterus and bilateral fallopian tubes, supracervical hysterectomy and bilateral salpingectomy: uterus with superficial adenomyosis. Unremarkable endocervical mucosa. Two unremarkable fimbriated fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: pif received. Lot number was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.